Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 14-jul-2024, reported that patient faced infusion cannula bent event. Patient went to the emergency room and hospitalized. The cause for hospitalization and emergency room visits was diabetes related issue. Duration of emergency room stay was 4 hours. Infusion set has been used for less than one day. Therefore, patient was treated with intravenous and fluids of saline and insulin. On (B)(6) 2024 patient was released from the emergency room. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.